Manufacturer narrative:
The device was requested but has not been returned to the manufacturer. The meter DHR was referenced. This shows the meter left the factory operational. Test strip lot information was not reported. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the limited information provided, the root cause of the incident could not be determined. The meter readings before the event and the amount of insulin dosed was not provided. Factors such as hematocrit, temperature, humidity, elevation, other medication, and testing procedure may have contributed to the discrepant values. Diet, exercise or insulin may have contributed to the hypoglycemic event. No corrective action will be initiated because system failure could not be confirmed. This event will continue to be trended.

Event description:
According to the patient the device doesn't work properly. The device gives inconsistent values between reading and too different results vs another meter. Because of that the patient made hypoglycaemia.